Event description:
It was reported that the customer had a car accident and the pump was damaged. The contact indicated that the lcd screen is cracked and not readable. The family member was driving the vehicle and fell asleep due to low bgs. The customer was taken to the hospital. It was indicated that the customer currently is at home.